Event description:
It was reported that the patient's right atrial (ra) lead was not capturing. The lead was capped and replaced. No patient complications have been reported as a result of this event.